Event description:
Caller reported a pump malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance with pump reset instructions from technical support, successfully reset the pump, and was advised to continue using the pump. Customer was instructed to call back if the malfunction recurs and confirmed understanding of these instructions.